Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual decrease in both pace and shock lead impedance values. Technical services (ts) examined the presenting electrogram (egm) and found that the pace impedance values had been less than 200 ohms, which was out-of-range. The shock impedance values had decreased but remained within the normal limits. There were also episodes of noise on the rv channel but no oversensing. No adverse patient effects were reported. Currently, this lead remains in service.